Manufacturer narrative:
The review of the glucose plot shows two consecutive drop out phases within 14 days that triggered the sensor replacement alert on november 13, 2023. The returned sensor was tested in-house, however, and the failure mode could not be reproduced. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report updated to 22 march 2024. D9. Is this device available for evaluation? Yes, 29 january 2024. G3. Date received by manufacturer updated to 14 march 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
On december 29, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.